Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientfic corporation on (B)(6) 2019 that a wallflex colonic stent was implanted during a colonosocpy with stent placement procedure performed on (B)(6) 2019 as a bridge to surgery for a 4 cm malignant stricture in the colon. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the stent was prematurely deployed proximally beyond the stricture. The stent remains implanted and a second stent was placed to complete the procedure. Reportedly, the physician is comfortable leaving the stent in place as both stents will be explanted in about a month. There were no patient complications reported asa result of this event. The patient's condition following the procedure was reported to be stable.